Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a hip implant and wanted a stimulation adjustment because they could not get it to work right. The patient could not get stimulation to where they wanted it to be. This change in therapy started shortly after their hip implant in (B)(6) 2016.